Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve the patient was found to have a right bundle branch block (rbbb) and atrial fibrillation (afib). Medication was prescribed and following an electrophysiology (ep) consultation a permanent pacemaker was implanted the same day. No further adverse patient effects were reported. Subsequenty it was reported that the patient passed away 17 days post-implant. An autopsy was performed. It was reported that the death was due to a non-cardiovasular cause.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.